Event description:
It was reported that the 9800 system displayed a "communication failure" on boot-up. It was noted that restarting system will clear error. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Determined the need to replace the high voltage cable, single board computer, hard drive and image processor. Once the identified parts are installed, it is believed that the system will work as intended. If add'l info should indicate otherwise, a follow-up report will be submitted as required.